Manufacturer narrative:
H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b18: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: a patient presented for treatment of a dialysis access outflow stenosis. As reported, the gore® viabahn® endoprosthesis (viabahn® device) was placed at the treatment zone and deployment was started. However, the deployment line became stuck after it unraveled about a fourth of the way on the first layer. As the second layer was not unraveled, the viabahn® device remained constrained and was removed with no issues and no impact to the patient. A new viabahn® device was used to complete the procedure. The patient did not experience any adverse consequences.